Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient called to order tape patches for their stimulator. Patient said they wanted as many as tape patches that could be sent as their stimulator would not hold a charge and patient was "running wide open". Patient refused to be transferred to patient services as they did not want to deal with the issue at the time of the report. No further complications were reported as a result of this event.